Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for rv lead integrity alert were met, the impedance of the rv pacing lead was beyond the expected upper range, there was oversensing due to emi (electromagnetic interference)/noise, there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and that there was unexpected delivery of a ventricular tachyarrhythmia therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced due to a fracture as evidenced by inappropriate shocks, high rv impedance, oversensing with elevated sensing integrity counter (sic), and oversensing of electromagnetic interference (emi). It was reported also that the patient's ra lead showed oversensing and oversensing of emi. No changes were indicated and the ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.